Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon femoral component was reported. The event was confirmed through medial review and review of the provided photographs. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted triathlon femoral component. The device appears to be broken. Material analysis: clinician review: a review of the provided medical records by a clinical consultant indicated: undated/unlabeled: undated/unlabeled: lateral x-ray. There is a small step-off in the metal implant likely representing the metallic fracture. The implant appears well fixed. Conclusion/assessment: no significant medical history was provided for review besides the pi report and the two x-rays. The x-rays do confirm breakage of the femoral component. The etiology and reported revision could not be confirmed. Event confirmation: a fracture of the metallic femoral component was confirmed. Root cause: the root cause of the femoral component fracture cannot be determined from the information provided for review." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to a fractured femoral component. A review of the provided medical records by a clinical consultant indicated: "undated/unlabeled: lateral x-ray. There is a small step-off in the metal implant likely representing the metallic fracture. The implant appears well fixed. Conclusion/assessment: no significant medical history was provided for review besides the pi report and the two x-rays. The x-rays do confirm breakage of the femoral component. The etiology and reported revision could not be confirmed. Event confirmation: a fracture of the metallic femoral component was confirmed. Root cause: the root cause of the femoral component fracture cannot be determined from the information provided for review." The reported device was not returned however photographs were provided for review. The photographs show a recently explanted triathlon femoral component. The device appears to be broken. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "revision of a cracked broken 4 left cr femur put in 2009."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
The following was reported: "revision of a cracked broken 4 left cr femur put in 2009."